Manufacturer narrative:
Section b5: additional information: the following additional information was received from the surgeon: the da vinci-assisted procedure was performed to treat left lung cancer. Due to vascular invasion of the lymph nodes and the intraoperative arrhythmia, the operative time was extended by approximately 2 hours. Postoperatively, the patient's blood pressure dropped and despite the use of an unspecified blood pressure-boosting medication there was no response. After the patient was re-intubated and cardiac massage was performed, bleeding in the airway was observed, which subsequently worsened, and the patient expired. The hospital's internal case study committee determined that the intraoperative arrhythmia was not considered a direct cause of the patient's death. A postmortem CT scan revealed a pulmonary contusion and a hemorrhage in the airway, likely due to the cardiac massage. It was concluded that the patient's sudden deterioration and subsequent death was due to a pulmonary embolism. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had an arrhythmia followed by a cardiac arrest during the procedure. Neither the type of arrhythmia nor the sequence of events leading up to the arrhythmia have been provided. No allegations of malfunction or other intraoperative issues related to any intuitive surgical products or instruments have been made. It was concluded by the hospital¿s internal case study that the patient's sudden deterioration and subsequent death were due to a pulmonary embolism. Based on the information provided in the summary of events, insufficient information exists to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported by the surgeon that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced an unspecified arrhythmia. It was unknown which surgical task was being performed at the time of the intraoperative complication, and the surgeon did not know what caused the arrhythmia. Information regarding if, or how, the procedure was completed was not provided. The patient was admitted to the ICU. Later the same day, the patient went into cardiac arrest and expired. The medical interventions performed to address the intraoperative arrhythmia and subsequent cardiac arrest, in addition to the patient¿s past medical history were not provided. The official cause of death was unknown.; however, the internal case study committee at the hospital is investigating the cause of the cardiac arrest. The surgeon reported that there was no malfunction of the davinci system, instruments or accessories. No additional information was provided.

Manufacturer narrative:
A review of the device logs for the instruments used during the procedure found that the endoscope and all of the multi-use instruments were used in subsequent procedures, except for the tip-up fenestrated grasper and the curved bipolar dissector. A site history review shows no complaints have been received for any of the instruments or the endoscope subsequent to the procedure date. Review of the system logs for the reported procedure found no errors were recorded. Additionally, a review of the five subsequent procedures also found no related errors. A review of the device history records (DHR) for the da vinci system and instruments used during the procedure confirmed there were no related non-conformances documented. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had an arrhythmia during the procedure. Neither the type of arrhythmia nor the sequence of events leading up to the arrhythmia were provided. No allegations of malfunction or other intraoperative issues related to any intuitive surgical products or instruments have been made. The patient was taken to the ICU postoperatively and ultimately expired. No other details regarding the death were provided. Based on the information available, insufficient information exists to determine if any intuitive surgical products or instruments contributed to this event.